Event description:
While using the harmonic scalpel, it created a small flame. The prep dry time was longer than 3 minutes prior to draping and the bovie unit was used prior to the harmonic without issues. No patient injury or harm. Shear immediately removed from sterile field and sequestered for rm.